Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture and a lot of health issues such as fibromyalgia, joint pain". Later, healthcare professional reported "complaints of right breast soreness" and "mammogram and complete ultrasound showed extracapsular rupture with leakage into surrounding tissues". Device remains implanted.